Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose reading and hospitalization from the insulin pump. The customer stated that she ran insulin cycle and it only gave her three drops of insulin, when it was supposed to be 7 or 8 units. The customer stated that she was hospitalized for diabetic ketoacidosis. The customer was feeling symptoms such as being thirsty, slow body movements and excessive restroom usage. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to call back to troubleshoot.